Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a ruptured line which resulted in a leak when the minicap was removed. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a broken occluder feet beneath the twist clamp was observed. A broken occluder feet would result in an internal fluid leaking through the transfer set with the twist clamp in the closed position. The cause of the broken occlude could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Due to the nature of the sample, the reported leak at the female connector could not be verified or refuted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.